Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no vibration from the receiver and an adverse event. The patient was at school and had a low of 72mg/dl but did not feel the alert on his receiver. The patient walked himself to the nurse's office and was given orange juice to raise his blood glucose levels. The patient sat at the nurse's office for about 30 minutes and then went back to class. At the time of contact, the patient was in normal condition. No additional event or patient information was provided. The complaint device was returned for evaluation. The receiver was determined to be in good physical condition based on external visual inspection. Log review did not contain any issues related to the customer complaint. Global receiver functional testing resulted in vibrator failure. Receiver was opened to check the vibrator and the vibrator resistance was found to be high. The reported event of no vibration was confirmed. The root cause was determined to be a defective motor assembly. Pediatric patient was using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.